Manufacturer narrative:
The ventilator was reported to fail the internal leakage test in pre-use check. The device was investigated on site by our field service engineer. It was found that the safety valve pull magnet was faulty. After replacement the device passed pre-use check and worked according to specifications. The replaced safety valve pull magnet was not returned for further investigation and the device logs are not available. A failing safety valve may lead to stop of ventilation if the safety valve is not in its predetermined state (closed). Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check. Since no goods or logs are available the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).